Event description:
It was reported that this tachy lead was explanted to due to noise and high impedance cause. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted to due to noise and high impedance cause. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information received indicates that the lead exhibited noise oversensing, a shock impedance of 200 ohms, and pacing impedance measurements exceeding 2000 ohms. No additional adverse patient effects were reported.